Event description:
It was reported that the set screw was loose on the implantable cardioverter defibrillator (ICD). The pocket was revised and the device remained in use for approximately another nine years until it was explanted and replaced for elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.